Event description:
It was reported that the patient presented for implant procedure. During the procedure, the helix of the lead was damaged. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination identified the helix to be stretched and bent, with findings consistent with procedural damage. The helix was also noted to be clogged with blood. Based on the available evidence, the cause of the reported event was isolated to helix damage consistent with procedural damage.